Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces.no button error alarms noted. Traces of moisture were noted at lc board per visual inspection. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads, minor scratched lcd window and partially broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and cannot clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was 101 mg/dl at the time of incident. Troubleshooting was done for error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.